Manufacturer narrative:
Medical records review revealed approximately 5 years post implant, the patient presented with worsening fatigue and doe. Tte showed a peak velocity of 3.5m/s, with a peak gradient of 49mmhg, and a mean gradient of 29mmhg. The effective orifice area (eoa) by doppler measured 0.89cm2. At least one leaflet of the bioprosthesis appeared to be calcified and immobile, with mild transvalvular aortic regurgitation. No evidence of pericardial effusion was reported. Due to the patient's extreme high surgical risk, a tavr valve in valve procedure was scheduled. A 29mm sapien 3 valve was deployed with excellent results. No complications were reported. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards as it remains implanted in the patient. Without the device, visual inspection. Functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. Complaint history review from (B)(6) 2020 to (B)(6) 2021 for the edwards sapien 3 thv (all models and sizes) revealed other similar complaints related to the appropriate complaint codes. Available information suggested that patient factors (leaflet thickening, co-morbidities) and/or procedural factors (over-expanded, thv malposition, under expansion, post-dilation) may have contributed to the complaint events. Since no edwards defect was identified, no corrective or preventative action is required. In this case, the complaints were confirmed based on the review of the provided medical records. A review of the complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve degeneration/deterioration (stenosis or leaflet motion restricted) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve degeneration/deterioration (stenosis or leaflet motion restricted) can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. As noted, patient had a stage 4 chronic kidney disease (ckd) and coronary artery disease (cad). Per IFU, 'accelerated deterioration of the valve may occur in patients with altered calcium metabolism'. Calcium deposits can build up overtime, narrowing the valve opening and leading to increase gradient, stenosis, leaflet motion restricted or valve degeneration. Although a definite root cause was not able to be determined, the available information suggests that patient factors (pre-existing comorbidities - ckd IV and cad) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the physician to the thv territory manager, approximately 5 years post implant, a 29mm sapien 3 valve is failing due to stenosis and one immobile leaflet. Intervention is being discussed, but will likely be a tavr valve in valve. Additional information received indicated a new 29mm sapien 3 valve was successfully implanted during a valve in valve procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.